Event description:
Customer reported receiving a failed battery alarm after the insertion of new batteries. Customer stated that the insulin pump would not turn on. Trough troubleshooting the insulin pump did turn on and did not alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.